Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient started having problems with a lot of pain in the area of the implant and surrounding area in (B)(6) 2019; they experienced pain in their front right pelvic area that radiated to their back. It was also reported that it was shocking them; they were feeling a lot of shocking in the front pelvic area on the right-hand side where the implant is. It was stated that they¿re bedridden, they scream in pain, and it takes their breath away. The patient thought to turn the device off and it had been turned off for over one and a half weeks. It was noted that it still shocked them for a little bit afterwards, even though stim was off. However, it then stopped, and they no longer feel the shocking. The patient wondered if they could have an MRI of the arm/shoulder, and stated that they may have the device removed because they need to have 5 mris. It was recommended that they follow up with their healthcare provider. No further patient complications were reported as a result of this event.